Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble in the reservoir. Customer¿s blood glucose was 55 mg/dl. Customer was assisted with reconnecting the transfer guard and we pushed the air bubble out through the needle. The device will not be returned for analysis.